Event description:
The customer stated the ventilator alarms battery failure. The device did not have patient involvement at the time the issue was discovered. The customer states the battery is over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. The remote service engineer advised the customer to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.